Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. No adverse events occurred from the monitor malfunction.

Manufacturer narrative:
Correction: device evaluation of monitor has been completed. Upon investigation the monitor failed incoming testing. The cause for the failure was isolated to a shorted u1003 pld processor on the computer/analog board. The root cause for the shorted u1003 pld processor could not be positively identified. No adverse events occurred from the monitor malfunction. Device evaluation of monitor has been completed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board.    The root cause for the open resistor could not be positively identified. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.